Manufacturer narrative:
As stated in the complaint form, the event date is unknown. As a result, the 1st day of the month has been entered as the event date. The bwi product analysis lab received the device for evaluation on (B)(6)2022. The product investigation was completed on (B)(6)2022. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was inserted in order to verify if there was resistance. However, no resistance or obstruction was felt. The obstruction reported could be related to hemostatic valve dislodgement. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and the biosense webster¿s inc. Product analysis lab observed a hemostatic valve separation issue. Initially, the dilator did not go through the sheath. A lot of resistance. Not possible to pull through. There was no patient consequence reported. Additional information was received. It was not possible to insert due to resistance. There was no occlusion when irrigating the sheath. Was not sure if the sheath was either narrowed, partially blocked or completely blocked. It was at least narrowed. The catheter/needle was not able to be moved through the sheath. A thermocool smarttouch catheter was used. They were inserting the catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was no physical damage on the sheath/dilator. The event was assessed as not MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2021, the hemostatic valve was dislodged inside the hub component. . The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was (B)(6)2022.